Manufacturer narrative:
(B)(4).

Event description:
A loss of efficacy was reported. The pt experienced fatigue and dystonic movement while playing golf on (B)(6) 2011. Multiple electrode impedances on the right side were >2000ohms; therapy impedances were within normal limits. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-04462.